Manufacturer narrative:
The reported complaint was confirmed. Log analysis was not performed since there is no data in log file for (B)(6) 2015 when the reported issue occurred. The service repair technician (srt) could not duplicate the reported issue. He replaced the display assembly as a precaution. The srt performed preventive maintenance (pm) and verification/release testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the liquid crystal display (lcd) of the suction roller pump sometimes does not display at power-on. The device was not changed out, as they reinserted the connector which resolved the issue. The small roller pump was able to operate by knob and central control monitor (ccm). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The product surveillance technician (pst) could not duplicate the reported issue. The pst observed the roller pump to function properly with no loss of display for the duraton of the evaluation. Exterior and interior inspection of the roller pump revealed no signs of abuse or damage. The pst inspected all components and solder joints with no anomalies observed.the roller pump was sent to service for further evaluation.